Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by abdominal pain. The cause of suspected peritonitis was unknown. It was not reported if the patient was hospitalized. The next day of event onset, the patient was treated with injection vancomycin (1 gm, every five days, intraperitoneal, discontinued) and meropenem (500 mg, once daily, intraperitoneal, discontinued) for peritonitis. The patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.